Event description:
It was reported that the programmer displayed an error message and black screen of death (bsod) at power up. The programmer was cycle powered and the error cleared. Technical support (ts) recommended the caller run the service disk. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).